Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a rewinding anomaly. Customer's blood glucose level was not provided at the time of the incident. The customer states that they are unable to rewind the insulin pump which blocks them from putting in the reservoir which doesn't allow the customer to use the insulin pump. The customer also reported that the insulin pump would occasionally freeze and would not be usable. Troubleshooting was not provided. The insulin pump will not return for analysis.